Event description:
Feedback was received from the physician in which they state that the pain the patient is feeling has been determined to not be related to vns. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported the patient was experiencing a ¿stabbing neck and sternum pain". This occurred at output currents above 1.5ma. It happens ¿a few times a day for about 10 seconds at a time¿. Output current was reduced in appointment and stimulations were reported as well tolerated. The physician later reported that he does not believe the pain is related to the vns stimulation at the moment because is happens sporadically and does not appear associated with stimulation timing. Notes that a few test magnet swipes were done during the appointment and this did not elicit any symptoms. No other relevant information has been received to date.